Event description:
I have been using a CPAP for 10 years but recently, in the past two years, I've noticed my lung function worsening and it wasn't until we heard of the recall of our CPAP machines that I realized, after inspecting the machines, that they were the reasons why my lung function were worsening possible exacerbating my brain function and heart problems. I was having coughing spells at night interrupting my sleep, feeling like there was something raspy in my throat, like sand, headaches and disorientation when I woke up the next morning. I was getting black stuff out of my throat and nose and I had no idea what it was until, upon inspection, I saw all the black stuff in my machine. My machine is a phillips dream station, four years old. My wife's is same dream station but only 2 years old. We registered them both on the recall registration line about a month ago. I am a (B)(6) male, I am deaf due to injury and a brain tumor. My wife has to do all the phone calls. She has been calling all our care providers and doctors, my heart doctor, my lung doctor, my CPAP doctor and also of course our family doctor. I cannot sleep without my CPAP machine so I am using the machine with the in-line filter but I'm still concerned about the possibility of toxins coming off the black debris that our CPAP dr. Says is possibly carcinogenic. My wife is very uncomfortable without her machine but she knew that I had to have a machine and since her machine was newer, and had less black debris, we had our doctors change the settings and I am using her machine. Please, we need help!!! Sincerely, (B)(6). No test related to the CPAP problem. FDA safety report ID# (B)(4).